Event description:
As reported to coloplast though not verified, following implant of novasilk, patient complained of severe pelvic pain and dyspareunia-she required further surgery to remove the mesh and continues to endure pain and suffering.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Devcie not returned.